Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly, time clock anomaly, overheating anomaly and the patient had high blood glucose levels. Customer's blood glucose level was 585 mg/dl. Customer treated their high blood glucose level via manual injection. Troubleshooting was performed. Customer advised the buttons were unresponsive, the insulin pump overheated and the time clock advanced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.